Event description:
Procedure type: colorectal. According to the reporter: the surgeon tried to perform the firing after removing the safety lock but the firing handle got blocked and the firing could not be done. They then opened the device to check it and checked the tissue as well. Then they closed again the device until the green mark appeared, removed the lock and the device could then be fired. The twist knot was turned (counter clockwise) 3 half turns. They removed carefully the device and the head was disengaged from the stapler. They tried to remove the head out of the colon-recto with endoscopic forceps and they noticed that the head was stuck in the tissue. When forcing to remove it, they noticed that the blade had not cut the tissue completely and the head was trapped with the staples and the shaft. This caused a tearing in the proximal side of the anastomosis. They repaired the hole using sutures. They checked in case of leak and they observed the anastomosis was done. The pt was made a discharge ileostomy for security. At the present moment, he is in good condition. Surgery was extended by more than 30 minutes, no bleeding over 500cc, no need to extend incision. The pt was discharged from hospital on (B)(6) 2013, and his status has been much better since the surgery. He stayed 48 hours longer at hospital due to the incident.

Manufacturer narrative:
(B)(4).